Event description:
Device 2 of 3. Reference MFR report numbers 1627487-2012-00513, 00515. The pt's (B)(6) scs system includes three percutaneous leads from different lots. During a recent programming session, it was reported the pt's right lead is producing uncomfortable stimulation in the right upper abdomen. The reported discomfort is said to be similar to cramping. Efforts to resolve this issue via reprogramming have been unsuccessful. A decision regarding the next course of action has not been reached. Until such time, the pt will utilize alternate program settings as needed. Since it is unknown which of the pt's three leads produces the discomfort, all three lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.